Event description:
It was reported that the device cannot trigger blockage alarm.

Manufacturer narrative:
Investigation results: our investigation into the complaint made against a renasys device malfunction has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection was carried out and no problems were found. The reported complaint of device failing to alarm was confirmed and further technical evaluation revealed that device had a defective pump causing the reported failure. A review of the device history record for serial number (B)(4) showed that this unit passed all acceptance criteria and was compliant upon release for distribution in november of 2016. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution.